Manufacturer narrative:
Initial reporter's phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (10,000 mcg/ml) via an implanted pump. The indication for pump use was non-malignant pain. The reporter was calling to see what the life of the patient¿s pump was. She then stated that the patient¿s last pump refill was on (B)(6) 2021. On (B)(6) 2021, the patient went to the hospital because he was not feeling well, and he was in a lot of pain. He left before being seen because he was tired of just sitting there. On (B)(6) 2021, he was found at his home; he could not move; he had soaked his bed; he was shaking; and he was brought to the hospital. Per the reporter, the patient had gotten a ¿crazy infection¿ and they thought he had gotten it from the last pump refill. The patient was also septic, and they were shocked because it seemed to have come out from nowhere. The doctors were thinking that the patient¿s cognitive dissonance was off due to the patient being overdose, so they had the pump medication decreased by half a few days after the patient was admitted to the hospital. Two weeks later they did an MRI and found that the patient was not being overdosed but had a stroke, but they never put the medication back up to where it was. The patient was currently in a nursing facility and the reporter was concerned that the patient may still be in the nursing home when the pump would need to be replaced due to longevity and per the patient¿s insurance the patient could not be in a facility at the time of replacement.